Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing detached completely from the set at tubing connector while the patient was sitting in front of the computer. This issue occurred with one of the fourth set. The site location was at patient's abdomen and the pump was worn on the right side of patient's belt. The infusion had been in use for five hours. Reportedly, the infusions were stored in a drawer. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.